Manufacturer narrative:
Final analysis found burn marks on the main pcb which resulted in a failure of the device to boot up. The device was tested on the bench and it was revealed that original ac power adapter was defective as unit powered on and there were burn marks to the main pcb.

Event description:
It was reported that the merlin transmitter would not power on. The device was returned and replaced.